Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee vessel. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during initial inflation at 5 atmospheres for 2 seconds, the balloon ruptured. The device was removed without problem and balloon pinhole was noted. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was good.